Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2001, a 27mm masters series valve was implanted in the mitral position. On (B)(6) 2016, the patient was hospitalized secondary to a stroke. Per patient report, the treating physician observed a leaky aortic valve and the physician was unclear if the prosthetic valve was a contributing factor to the stroke.

Manufacturer narrative:
Information received from FDA medwatch notice of additional report sent in from patient. FDA medwatch reference #: mw5082536. Initial report was sent in 2016 under MFR report # 2648612-2016-00115. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2001, a 27mm masters series valve was implanted in the mitral position. On (B)(6) 2016, the patient was hospitalized secondary to a stroke. Per patient report, the treating physician observed a leaky aortic valve and the physician was unclear if the prosthetic valve was a contributing factor to the stroke. On 21 dec 2018, the following information was reported to the FDA's medwatch program from the patient: the patient alleges the 27mm masters valve has been malfunctioning for two years causing regurgitation and gastro-intestinal bleeding, affecting activities of daily living and is bed ridden. The patient also alleges the physician was unable to fix the valve's problem and the patient's kidneys are too weak for a revision surgery. The patient goes for regular transfusions due to anemia and iron deficiency and also reports using heparin as there is an allergy to lovenox. (FDA medwatch reference #: mw5082536).